Event description:
Surgeon performing coronary bypass grafting x 4. As vein was being flushed with cardioplegic, it was noted that black pieces were coming out of vein. Vein was flushed until no material noted and return flow clear. No apparent injury to patient.